Event description:
It was reported a patient with a 25mm 7300tfx mitral valve five (5) years, 11 months, is being evaluated for valve-in-valve procedure due to leaflet thickening, restricted leaflet mobility, and severe mitral stenosis. Per medical records, patient presents with chronic heart failure (nyha class iii). Tee demonstrated severe mitral stenosis with thickened and motion restricted leaflets, and mild regurgitation. Patient was admitted for tmvr; however, case was aborted due to presence of thrombus at site of non-edwards device placed inside left atrial appendage (laa). Patient was started on warfarin. Patient was discharged home following day.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. Leaflet thickening may be attributed to structural valve deterioration (svd) and/or non-structural valve dysfunction (nsvd). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Nsvd is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening, such as early thrombosis/halt, early endocarditis or host tissue overgrowth. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely cause is patient factors, including congenital heart disease, coronary artery disease, dyslipidemia, prediabetes, and hepatitis b.

Manufacturer narrative:
Added information to b2, b5, h6.

Event description:
It was reported a patient with a 25mm 7300tfx mitral valve five (5) years, 11 months, was evaluated for valve-in-valve procedure due to leaflet thickening, restricted leaflet mobility, and severe mitral stenosis. Per medical records, patient presents with chronic heart failure (nyha class iii). Tee demonstrated severe mitral stenosis with thickened and motion restricted leaflets, and mild regurgitation. Patient was admitted for tmvr; however, case was aborted due to presence of thrombus at site of non-edwards device placed inside left atrial appendage (laa). Patient was started on warfarin. Patient was discharged home following day. Through implant patient registry it was learned tmvr was performed with a 26mm 9755rsl transcatheter valve.

Event description:
It was reported a patient with a 25mm 7300tfx mitral valve five (5) years, 11 months, is being evaluated for valve-in-valve procedure due to severe mitral stenosis. Per medical records, patient presents with chronic heart failure (nyha class iii). Tee demonstrated severe mitral stenosis with thickened and motion restricted leaflets, and mild regurgitation. Patient was admitted for tmvr; however, case was aborted due to presence of thrombus at site of device placed inside left atrial appendage (laa). Patient was started on warfarin. Patient was discharged home following day.

Manufacturer narrative:
Correct h6 impact code.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 25mm 7300tfx mitral valve five (5) years, 11 months, is being evaluated for valve-in-valve procedure due to unknown reasons.